Event description:
It was reported that the insulation was compromised.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A crack was seen on the insulation near the distal tip. The probable root causes could be misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the insulation was compromised.